Event description:
It was reported that during an implantable neurostimulator (ins) replacement procedure the physician asked for a table impedance test. The first test showed normal ranges for all electrodes. A second test showed 8-15 were out of range. A third test showed all out of range. High impedances of greater than 10000 were reported on electrodes 0-15. A fourth test showed all normal. The physician was asked to inspect the lead wires and he visually identified an ¿outer coating¿ fracture on both wires. The patient never complained of intermittent stimulation or a loss of therapy. The physician elected to ¿brace¿ the lead wires with ¿bumpy anchors¿ at the site of the fracture. Multiple impedances were taken during closing and in post-operative. All ranges continued to read normal ranges. The physician then made his wife aware of ¿suspect wires¿ and asked that they notify his clinic with any changes in therapy. There were no patient symptoms or complications associated with this event and at the time of the report the patient was alive with no injury.

Event description:
Additional information received reported the cause of the replacement was that the implantable neurostimulator (ins) was at end of service (eos). They were waiting on the hospital biomed to release the ins. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).